Manufacturer narrative:
The biomedical engineer (bme) reported that the gas unit is not producing any readings and is failing the calibration. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: d10 concomitant medical device. Bedside monitor model: cu-151r sn: (B)(6).

Event description:
The biomedical engineer (bme) reported that the gas unit is not producing any readings and is failing the calibration. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the gas unit is not producing any readings and is failing the calibration. No patient harm was reported. Investigation conclusion: the customer reported that a gas module was failing calibration checks and not producing gas readings. The device had been in use with a patient at the time, however no patient harm occurred and the procedure was completed without intervention. No physical damage was observed and no error messages were noted until an air calibration was attempted, which resulted in a persistent calibration failed message. A refurbished exchange unit was processed and shipped to the customer. Upon evaluation of the returned unit at the repair center, no physical damage or fluid exposure was found, and the reported issue could not be duplicated. The unit passed air calibration and gas accuracy checks, with readings confirmed within manufacturer specifications after more than a week of monitoring. Root cause: could not be determined. Additional device information: d10. Concomitant medical device: bedside monitor. Model: cu-151r. Sn: (B)(6). Additional information: b4. Date of this report. D9. Device available for evaluation. G3. Date received by manufacturer. G6. Type of report. H2. If follow-up, what type? H3. Device evaluated by manufacturer. H6. Event problem and evaluation codes. H11. Additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the gas unit is not producing any readings and is failing the calibration. No patient harm was reported.